Event description:
It was reported that the patient states that she has been having pain since (B)(6) 2012 that has gotten progressively worse. The pain is on the outside of the left hip and in the joint. The leg is weak and it is difficult to put weight on it. She hears grinding and clicking in the hip joint which is uncomfortable. Completed blood work on (B)(6) 2012. She had a doctor's appointment on (B)(6) 2012. The doctor stated that her cobalt levels are elevated. She had x-rays and is scheduled for an MRI and aspiration of the hip. She will schedule an appointment for follow-up.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.